Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, 99% stenosed, de novo, mid circumflex artery, after pre-dilatation, the xience alpine stent delivery system (sds) met resistance with the guide extension catheter while being advanced to the lesion and could not cross the lesion due to the anatomy. It was noted that during removal of the sds unspecified resistance was noted. The procedure was completed using balloon angioplasty. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficult to position was unable to be confirmed. The failure to advance and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.